Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Pre-repair temperature testing could not be completed due to the condition the device was received. The repair analysis found internal bearings and parts deteriorated. Parts were replaced and the device was repaired to product specification.

Event description:
It was reported ¿hp has heat.¿ additional information was obtained that the drill was too hot to handle and became hot in under a minute. This event did not occur during a case so no patient impact was reported.